Manufacturer narrative:
The reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "I put the implant in this skinny patient I couldn't get it to look right, so I removed the implant, and as you can see from the picture below it is no wonder it didn't look good. It didn't regain shape even hours later". Surgery was completed with a back up device.

Event description:
Physician reported "I put the implant in this skinny patient I couldn¿t get it to look right, so I removed the implant, and as you can see from the picture below it is no wonder it didn¿t look good. It didn¿t regain shape even hours later." Surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, voids, creases fold, weight to the spec and device appearance (the device is deformed; however, it is not considered labor because it was not received in its original packaging. The device was implanted). Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.